Event description:
A rubber stopper blew off a port on the device, expelling blood over the patient, nurse, and family members, when the clinician reperfused blood into the patient via the device (following collection of a blood specimen). No patient, personnel, or clinician harm or ill effects were reported.